Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by dr. (B)(6), surgeon of the hospital, that after preparation of the femur a pin of the cutting block loosened (size 7) and stucked in the femur bone. The pin was removed by a pliers. Surgical delay of approx. 10 min. No other consequences reported.

Manufacturer narrative:
An event regarding a failed press fit pin involving a scorpio cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. The pin was dissociated from the device body. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices manufactured into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event was confirmed. The investigation concluded the subject device was within the scope of CAPA (B)(4) to investigate supplier manufacturing nonconformances related but not limited to instruments with press-fit subassemblies.

Event description:
It is reported by (B)(6), surgeon of the hospital, that after preparation of the femur a pin of the cutting block loosened (size 7) and stucked in the femur bone. The pin was removed by a pliers. Surgical delay of approx. 10 min. No other consequences reported.